Manufacturer narrative:
Additional information was added to d9, h3, and h6 . H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, a simulated continuous infusion was performed for three hours without any screen issue, alarms, or service errors. Ther reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a white screen during patient infusion of nacl in the hematology/oncology department.. No data was visible but the pump was running. There was no report of patient injury or medical intervention associated with this event. No additional information is available.